Event description:
The carefusion field service representative went on site to perform a preventative maintenance (pm) and found the unit tagged as having transducer fault alarms. No information regarding if the unit was on a patient.

Manufacturer narrative:
The carefusion field service representative evaluated the device and found the unit failing the leak test. In addition foreign matter was found on the exhalation diaphragm and the exhalation flow transducer was cracked. The carefusion field service representative replaced the affected components and ran the device through a complete operational checkout per the service manual to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into service. Carefusion has requested additional event information from the user facility. As of may 29, 2015 there has been no response from the user facility.